Event description:
It was reported that, previous implant procedure, this cardiac resynchronization therapy pacemaker (crt-p) was interrogated, and a code was recorded. Subsequently, another crt-p was implanted. No adverse patient effects were reported.

Event description:
It was reported that, previous implant procedure, this cardiac resynchronization therapy pacemaker (crt-p) was interrogated, and a battery depletion error code was recorded. Subsequently, another crt-p was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Correction: no report.

Event description:
It was reported that prior to the implant procedure, this cardiac resynchronization therapy pacemaker (crt-p) was interrogated, and a battery depletion error code was recorded. Subsequently, another crt-p was implanted. Additional information was received which indicated that during a pre-implant interrogation, this crt-p recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. Engineering analysis confirmed the code 1003 was triggered due to exposure to cold temperatures, which resulted in a temporary drop in the battery voltage. Engineers determined that the battery voltage had since recovered to a normal level after the device was removed from the cold environment. There were no other concerning codes or resets. It was determined that the crt-p is operating normally and is safe for implant. There was no patient involvement.